Event description:
Boston scientific crm received information that a pocket revision was performed due to possible lymphoma. During the revision procedure, the pocket was cultured to make sure it was not infected. No other adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted due to a lipoma underneath the device. A new device and leads were implanted on the patient's right side. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.